Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and it would not irrigate. Two hours later from the start of the catheter use. When the catheter was removed from the patient¿s body, the issue was found. They were unable to flush. Replaced the catheter resolved the issue. After that, the procedure was completed with no trouble. There was no patient consequence. An irrigation pump was not used, used a pressure bag. The issue was identified visually.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and it would not irrigate. Two hours later from the start of the catheter use. When the catheter was removed from the patient¿s body, the issue was found. They were unable to flush. Replaced the catheter resolved the issue. After that, the procedure was completed with no trouble. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the irrigation tube was found occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found in the transition tip-shaft. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Based on the bent condition observed with the irrigation tube, this failure could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the bent tube cannot be determined. The instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).

Manufacturer narrative:
On 20-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).